Event description:
Customer was admitted to the hospital on january 1st due to hyperglycemia, experiencing nausea and an occlusion alarm in the insulin pump. Blood glucose level reached 257 mg/dl, with small ketones present, but was not identified as life-threatening by healthcare professionals. Customer was treated with intravenous fluids and insulin, resolving the issue, and was released after approximately three hours in the emergency room. Technical support completed a system check and identified alarms in the pump. They provided education on handling occlusion alarms, which customer understood, and no permanent damage was identified. There was no adverse impact on blood glucose level.